Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 sensor was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The ge biomedical engineer reported the unit had a large leak. There was no report of patient involvement.